Event description:
The customer ran a blood glucose test on his contour link meter and received a reading of "hi". He retested on a different meter and received a reading of 54 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was performed during the call. No products were replaced.